Event description:
It was reported that pump declared altitude alarm and suspended insulin while speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and was able to resume insulin after waiting, and the alarm did not recur; pump resumed normal operation.